Manufacturer narrative:
The reported event were lead dislodgement. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
It was reported that during the initial implant procedure, dislodgment of the right ventricular (rv) lead was noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.